Manufacturer narrative:
Unique device identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year, 4 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was playing racquetball and happened to look down at the system controller and observed a visual yellow diamond without an audible alarm. The patient changed to new, fully charged batteries. Later in the day, the patient received a clock not set alarm and came into clinic. Upon interrogation of the device, a pump stoppage and clock reset was noted. The system controller was changed without incident and the patient was never symptomatic. The log file was reviewed by the manufacturer's technical services representative. During the analysis of the log file, it was observed that the system controller operated on the emergency backup battery on (B)(6) 2015 due to low batteries followed by a complete loss of power to the system controller causing a pump stop/clock reset event. Power was restored with fully charged batteries. The system controller clock setting was entered on (B)(6) 2015 followed by driveline disconnect events, indicative of a system controller exchange.

Manufacturer narrative:
The reported event of a clock not set and pump stop alarm was confirmed during analysis of the returned system controller. The system controller was returned for evaluation with backup battery installed. The log file retrieved from the returned system controller contained a low battery advisory alarm on (B)(6) 2015 at 14:26 and the low battery hazard alarm became active at 15:31. At 15:41, the no external power alarm became active as the external batteries drained completely and the backup battery was in use. After 16:59, the backup battery was drained completely accompanied with a motor stop and backup battery uninstalled alarm in the following event. After 16:59, when power was restored to the system controller via external battery, the pump speed ramped up to the fixed speed of 10200 rpm. The clock not set alarm was active during this time. The clock/time stamp was not set until (B)(6) 2015 at 10:04. It is unclear how long the system controller was powered down due to no external power and depleted backup battery. The system controller was functionally tested and operated for an extended period of time while connected to a mock circulatory loop. The returned system controller functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.